Event description:
Staple loads did not close properly-left a gap. 8 failed staple loads. Ref: egia60amt. New staples loads had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for endo gia reload with tri-staple, (brand not provided), (per site reporter). Rep notified with no response.